Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was to be used for a procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to be broken inside the sealed package before it was brought for a procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was to be used for a procedure performed on (B)(6) 2018. According to the complainant, the laser fiber was noted to be broken inside the sealed package before it was brought for a procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva tractip 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into three pieces. The first piece measured approximately 146.5 cm from the top of the connector to the break. The second piece measured approximately 49.5 cm from break to break. The third piece measured approximately 121 cm from the break and includes the entire distal tip and this piece was kinked in two places. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.